Manufacturer narrative:
No pt info as no pt was involved in this concern. Investigation in progress. Part in-transit to MFR.

Event description:
A medtronic rep reported intermittent tracking with the axiem portable system. There was no pt present.